Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has experienced high blood glucose due to having problems with her infusion sets. Customer disconnected at the quick release and threw a bolus into the air of 1.0 insulin unit which did deliver. Customer changed the infusion set and reservoir and cannula was straight. Customer then went to bed and woke up in the morning with blood glucose readings of 19 mmol/l. Customer repeated throwing a bolus into the air successfully. Customer thought there could be an air bubble in the tubing and changed the infusion set again; but now the insulin did not exit the tubing. Customer disconnected the insulin pump and reverted to manual insulin injections. Customer did a new set change and received a no delivery alarm during prime. Last blood glucose value is 20 mg/dl; treated with the insulin pump but it did not go down will give a manual injection. Nothing further reported.